Event description:
The unit had overfilled a final container, based on visual observation. The 3l bag should have contained 1500 to 2500 ml when it appeared so full that the user thought it would burst. The programmed volume and volume delivered displays on the first 4 stations were in agreement. The user did not recall the volume delivered reading when he stopped the unit because of the apparent overfill. The bag was discarded, so no pt involvement. Users do prestretch tubing, which the reporter cautioned against. The user was advised not to use the unit which was swapped out.